Event description:
It was reported that the external pulse generator (epg) would not power off or on correctly. When turning off the epg, it stayed on. The epg will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).